Event description:
Hospital staff attempted to assemble the breathing circuit set and use it on the patient. However, the h900 did not recognize that the breathing circuits were connected. Removing and reattaching the breathing circuit set did not make the phenomenon go away. Therefore, they replaced it with another set of breathing circuits. Please replace it.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was being prepared for use. The root cause was determined to be a defective right-side tube connector and a defective control board. The control board and tube connector set were replaced to solve the issue. There was no patient or user harm.